Event description:
It was reported that the patient presented for a routine follow-up, during a device firmware upgrade the pulse generator went into back-up vvi. The patient was symptomatic to the back-up vvi, however was stable during the interrogation. The clinician elected not to retry the firmware upgrade and the patient's device parameters were reprogrammed. The device remained implanted.